Event description:
It was reported that adjusting the ventilator's oxygen concentration affected the delivered minute volumes. It is stated that when the oxygen concentration was set to 21%, the ventilator worked normally but increasing the oxygen concentration led to decrease of minute volume. With oxygen concentration set at 100%, the minute volume was zero.